Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). The closure device met all release criteria and was implanted. After release the closure device moved from the implantation location. The closure device was removed. No patient complications were reported.

Manufacturer narrative:
B5 describe event or problem updated e1 initial reporter first name updated e1 initial reporter last name updated h6 impact codes updated.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). The closure device met all release criteria and was implanted. After release the closure device moved from the implantation location. The closure device was removed. No patient complications were reported. It was further reported the patient underwent a thoracotomy procedure to remove the closure device.

Manufacturer narrative:
Device technical analysis. The returned product consisted of a watchman delivery system (wds) with the implant detached. The sheath, hub, core wire, device tip and implant were visually and microscopically examined. Numerous kinks were noted along the length of the sheath. The tri-cuts of the device tip were flared, abrasions were present inside the distal end of the sheath tip, and the implant had anchor damage. The tip and anchor damage were consistent with deployment, recapture, and redeployment in the patient anatomy. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). The closure device met all release criteria and was implanted. After release the closure device moved from the implantation location. The closure device was removed. No patient complications were reported. It was further reported the patient underwent a thoracotomy procedure to remove the closure device.